Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Catalog # - 104154.(B) (4)

Manufacturer narrative:
Device evaluated by manufacturer - no, the cup was returned to biomet (B)(4) along with the stem and liner which were manufactured by biomet (B)(4). Evaluation was performed on all components by biomet (B)(4) with report provided to biomet (B)(4). Evidence of bone growth suggests that the cup was extremely well fixed. No evidence of cup wear was identified. (B)(4).

Event description:
It was reported that patient underwent hip arthroplasty in 1995. Subsequently, the patient began experiencing pain and a revision procedure was performed on (B)(6) 2010 and the acetabular cup was removed and replaced. No further information has been reported to date.

Event description:
It was reported that patient underwent hip arthroplasty in 1995. Subsequently, the patient began experiencing pain and a revision procedure was performed on (B) (6) 2010 and the acetabular cup was removed. No further information has been reported to date.

Event description:
It was reported that patient underwent hip arthroplasty in 1995. Subsequently, the patient began experiencing pain and a revision procedure was performed on (B) (6) 2010 and the acetabular cup was removed. No further information has been reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - 1995, exact date unknown.